Event description:
A 3500a reported patient had pacemaker implant with post procedure EKG showing ventricular pacing with capture. 90 minutes after discharge, patient had witnessed cardiac arrest at home. Defibrillated 8 times for ventricular fibrillation before arrival to ed where rhythm noted ventricular tachycardia. An echocardiogram revealed no cardiac activity. A paced rhythm was seen on EKG. Labwork showed a potassium of 2.8. Patient successfully resusitated and transferred to ICU on maximum blood pressure medications. She died the next day. Futher investigation reported that upon arrival at the scene, the emt noted the pacer not capturing. The patient was externally paced when arrived at ed. The physician noted the xray taken after implant prior to discharge showed the ventricular lead out of apical position. Family reported patient had stood up from a chair 3 hours after implant, and died in the living room.